Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Just prior to the device explant, the physician noted a plum-sized hematoma. Attempted to perclose, but was unsuccessful in achieving hemostasis. Manual pressure was applied. Contralateral groin access obtained and went up and over to balloon tamponade. A stent was placed in the right femoral artery and hemostasis was achieved. The post-procedure outcome is survived at explant. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements but can also be attributed to the physician not preclosing the groin at the beginning of and/or user technique.